Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "speaker problem" and found the speaker to operate at a very low tone. Evaluation utilized a known good rear case and found the speaker to operate as designed. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a speaker problem. There was no patient involvement. No additional information is available.